Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. It was noted the receiver booted and froze on the "let's get started" screen. Pictures were taken. It was also noted that there was a defective white dot on the the receiver screen. Pictures were taken. Functional tests were performed and the button test failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).